Manufacturer narrative:
The insulin pump passed the basic occlusion and displacement tests. No motor error alarms were noted by analysis. However, analysis was unable to prime the insulin pump during prime test due to faulty force sensor resistor. The insulin pump's motor was tested outside the device and passed. The insulin pump was received with a cracked case at the display window corners and a scratched lcd window. Analysis was unable to perform excessive no delivery test due to prime anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had battery out limit alarm, motor error alarm, and no delivery alarm. The blood glucose at the time of the incident was 318 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.